Manufacturer narrative:
The investigation of the returned photo was completed by the failure analysis lab on 2/4/2020. Device evaluation summary: upon visual inspection of the picture, no apparent damage was visible. Next to the device, observed s scar tissue was found. The photo does not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/11/2020. The patient is caucasian. The procedure was a primary breast augmentation. The event date was updated to (B)(6) 2020. The patient¿s age at the time of the event was updated to 41. The results of the computed tomography performed on (B)(6) 2018 was provided: 1) 6mm non-calcified nodule at posterior medial right lung base -abutting the pleura in the paravertebral location, a benign etiology is favored. 2)benign 9mm densely calcified granuloma - right lobe 3) tree-in-bud density in the upper right lobe & left lower lobe - greater than lingula most likely representing multifocal infection. The patient provided a list of each symptom with date of onset (B)(6) 2018 - pain in lower back. (B)(6) 2018 - burning in upper back. (B)(6) 2018 - neck/shoulder pain. (B)(6) 2018- shooting pain in breasts. (B)(6) 2018-right leg below knee: completely numb and/or tingling. (B)(6) 2019 - raynaud's syndrome: both hands & feet. (B)(6) 2018 -muscle weakness. (B)(6) 2018 -muscle stiffness. (B)(6) /2018 -muscle pain / joint pain. (B)(6) 2018 -brain fog / memory loss. (B)(6) 2018-bloating in abdomen - especially after eating. (B)(6) 2018 -elevated heart rate. (B)(6) 2018 -low-grade fever / chills / sweats. (B)(6) 2018 -urinary incontinence. (B)(6) 2017 - diagnosed with idiopathic hypersomnia. (B)(6) 2019 - diagnosed with narcolepsy. (B)(6) 2018 -blurred vision / dry eyes. (B)(6) 2018 -weight gain: 15+ lbs / swollen. (B)(6) 2018 -headaches. (B)(6) 2018 -skin: mottled skin on both legs. (B)(6) 2018 -skin: sores/bruises on left hand. (B)(6) 2018 -skin: reddish / dry. (B)(6) 2018 -hair: dry/breaks-off & falls out. (B)(6) 2019 - connective tissue diagnosis. (B)(6) 2019-horizontal indention across right thigh. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with 400cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Roughly one month following a mammogram the patient became very ill. Within 12 months, the number of symptoms were reported to number 38, and be consistent with symptoms of breast implant illness. Brain fog, headaches, burning, breast pain, purple laced (mottled) skin, memory loss, bloating, numbness, inflammation, weight gain, elevated heart rate, bruising, dry skin, dry hair, a horizontal indentation across the right thigh, and reduced ability to function in daily life were all noted amongst other symptoms. Visits to her general practitioner, three different pulmonologists, a rheumatologist, a cardiologist, a neurologist, gynecologist, a chiropractor, an acupuncturist, a masseuse, an allergist, and three different plastic surgeons and several trips to the emergency room were done. The tests performed included: computed tomography, x-rays, magnetic resonance imaging, and antinuclear antibody (ana) test results were performed. The antinuclear antibody tests were stated to be positive, whereas the results of the other testing were not provided. Ultimately, diagnoses of raynaud¿s syndrome, narcolepsy, and connective tissue disease were made. As a result, an explant was performed on (B)(6) 2019. Within 1 week of explant, the patient¿s symptoms were stated to have reduced in number and severity. Additionally, detoxing from heavy metals and other chemicals thought to be the result of the breast implants is being performed, and the patient hopes it will relieve the remainder of the symptoms. No device issue such as rupture was reported. A medwatch was submitted to the patient under mw5091572. See 1645337-2020-00395 for contralateral prosthesis report.